Manufacturer narrative:
The reported experience of an infusion event could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported the customer had an infusion event. Unspecified infusion event. Display board- segment dim.